Event description:
Additional information received.

Manufacturer narrative:
The following information was received on (B)(6) 2015¿ ¿ the issue was not able to be corrected by adjusting or re-positioning the device. ¿ the patient was re-intubated with another non-trivantage tube. ¿ the procedure was completed successfully without use of the nim system ¿ the patient's current status was reported as "no problem". Adverse event and product problem required intervention to prevent permanent impairment/damage (devices) not reuse of a single-use device (B)(4) serious injury it was initial use of the device in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bend in a 7.0mm nim trivantage emg tube was discovered intraoperatively, when ventilation problems arose after six hours into a thyroid surgery on a male patient. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation¿as it was destroyed by the supplier. This device is used for therapeutic purposes.